Event description:
First time instrument was used through laparoscope. It broke in open position. Difficulty experienced getting it in the open position. Instrument closed and withdrawn. Able to do it without pt incident.